Manufacturer narrative:
The device was returned to the technician for additional evaluation and testing for a failed repair test. Additional evaluation could not confirm the failed test. Troubleshooting test was performed. On re-testing the device passed all testing. The failed repair test was not duplicated on re-test. No device repair was required. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for return to stock evaluation. There was no patient involvement, and no harm or injury reported. On evaluation, components were replaced per preventative maintenance schedule. The device was returned to the technician for additional evaluation due to a failed repair test; the device failed testing for air stream temperature sensor verification. Device repair and re-testing have not yet been completed. If additional information is received, a follow-up report will be filed. Additional findings not related to the malfunction/issue: the rubber feet were damaged and required replacement and the handle was damaged and required replacement. There was damage to the rear enclosure and gasket and these components were replaced. The warning label was damaged and required replacement. The porting block adapter kit had physical damage and required replacement.